Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "lymphadenopathy" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported "[they] heard about the recall from the physician." Patient later reported via diagnostic testing a "small fold", "pain" , "liquid collection", "two lymph nodes with cortical thickening", "sparse cysts" and "benign calcifications." The event of "sparse cysts" are not related to the device. Device remains implanted. This record is for the left-side.